Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 51-103150, item name: taperloc stem, lot number: 3971999. Item number: 51-103160, item name: taperloc stem, lot number: 3861543. Item number: 00625006525, item name: bone screw, lot number: 63663346. Item number: 00875706001, item name: shell with cluster holes, lot number: 63623763. Item number: 11-363661, item name: femoral head, lot number: 780740. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 2018-02167, 0001825034-2018-02179.

Event description:
It was reported during a hip arthroplasty the initial stem would not seat. A second stem was utilized and the second stem seated low. The surgeon broached to a larger size and the initial stem was implanted. Attempts have been made and no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.